Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple hard presses to evoke a response. The patient noted that the ok keypad button had a hole in it and all the keypad buttons were hard and flat, but indicated that the tactile issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the buttons responded appropriately. There was evidence of keypad contamination found under the contrast key contacts and the ok button was found to be inverted. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.